Event description:
It was reported that a patient (pt) had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt accidentally touches her hands to the tubing when connecting (date unspecified). Subsequently the pt experienced peritonitis which was manifested by cloudy bag, nausea, chills, and sore abdomen. The pt was not hospitalized for the event, however, went in for a couple of flushes (unspecified). The patient was treated with fluconazole (2 pills, every 2 days) and cefazolin (10ml, daily for 10 days, ip-intraperitoneally). At the time of this report, both treatments were ongoing. At the time of this report, the pt had not been retrained in proper aseptic procedures for peritoneal dialysis (pd) therapy. At the time of this report the peritonitis was ongoing and the patient¿s status was improved. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.